Event description:
It was reported that during a procedure at the user facility the remb universal driver ran as soon as it was plugged in. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a procedure at the user facility the remb universal driver ran as soon as it was plugged in. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.